Manufacturer narrative:
Analysis of the pump found there to be a motor feedthrough anomaly. Analysis of the catheter found no significant anomaly. Analysis reported a low resistance reading across the motor wire feedthroughs. Upon destructive analysis dendrite type growth across the insulating glass of the feedthrough was found. (B)(4).

Event description:
It was reported the patient experienced withdrawal symptoms; rebound spasticity, 'bowel/bladder', and pruritus. The patient had symptoms of tightening up a couple days prior to interrogation of the pump. The pump was interrogated and showed that on (B)(6) 2012 a reset occurred; low battery; pump was in a safe state. It was determined that the 'battery had stalled'; premature battery failure was indicated. The pump was not functioning as intended. The pump was set at a minimum rate. The pump was replaced. The patient was without injury. The pump was delivering lioresal.

Manufacturer narrative:
Catheter model# 8709, serial# (B)(4), implanted: 2003 (B)(6), explanted: unk. (B)(4).